Manufacturer narrative:
(B)(4). Surgical intervention, bladder issues. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure along with posterior repair on an unknown date for stress incontinence and mesh was implanted. The patient experienced pain, inflammation and urinary retention. The patient underwent anterior repair, suprapubic catheter and cutting of the mesh. Following the mesh revision, the patient was able to urinate. The patient continued to experience pain, difficulty having sex and scarring. The patient underwent an additional anterior repair along with partial mesh removal on an unknown date. The patient continued to experience pain and inability to have sex. In 2015, the patient was admitted in the hospital for vomiting, temperature, abdominal pain and bowel issues. The patient later experienced bowel urgency, weight loss, potential adhesions, mesh extrusion, clitoral nerve damage, nerve impingement in left leg and constipation. No additional information has been provided at this time.